Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at the keypad traces also, traces of corrosion were found at the electronic assembly per our visual inspection. No button error alarm noted. Unable to perform functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. Unable to test for bolus anomaly due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 507 mg/dl and that the pump alarmed button error. Troubleshooting found that the pump was worn in the pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.